Event description:
A triple-lumen catheter was placed in the right femoral vein by physician. Patient was admitted to the intensive care unit. Patient underwent computerized tomography (CT) angiography of the abdomen showing a metallic j-wire seen in the inferior vena cava. Patient was taken back to interventional radiology (ir) for removal of the j-wire the next day.